Event description:
The customer reported that the live image would not display. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A loose camera connection was reseated. The system was then found to be operating as intended.